Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over into pyxis. The technical support specialist confirmed that this issue might be resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient was not crossing over into pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.